Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6), 2013. During the procedure, the ziploop with toggleloc inline implant could not pass through the hole made by the 4.5mm spade tip pin. The femur was repinned and a 4.5mm acorn reamer was used to complete the procedure.